Event description:
The device was used during a thoracoscopic bullectomy procedure. The staples did not form properly. The surgeon applied another device and resected the malformed staple lines. The pt's status is satisfactory.

Manufacturer narrative:
As the subject device used to fire the disposable staple cartridge was not returned for eval, the cause for the reported condition could not be reliably determined.